Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a left shoulder arthroscopic bony bankart labral repair, when the dr. Was using the accu-pass suture shuttle, the metal shaft broke off of the plastic handle. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. X-ray completed to ensure no pieces were in the patient.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per review of all available information, the device breakage took place between the metal shaft and the plastic handle which may require the surgeon to remove the shaft manually by hand and/or with the use of another instrument. This event is unlikely to cause or contribute to serious injury or death. Additionally, x-rays were performed as part of standard process and confirmed no piece was left in the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.